Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient was given a loading dose of vancomycin 2gm ip and began treatment with monocef 40mg ip once daily. The root cause of the peritonitis was unknown. It was not reported if dianeal therapy continued. At the time of this report, the patient's peritonitis was not resolved and remedial treatment with monocef continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.